Event description:
During a distal femur procedure, the surgeon was attempting to lock down the condylar plate by inserting the screws. While tightening one of the screws over the guide wire, the tip of the screwdriver broke off into the wound. All pieces were retrieved and the procedure was completed with no further problem and no harm to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals that the component is as described. The hex tip was broken off just above the transition to the shaft. The break was jagged as it goes around the part. Otherwise, the instrument was in good condition. This issue was addressed in relation to several prior complaints and an internal corrective action has been opened to address this issue. (B)(4). The shaft on this complaint was produced prior to implementation of the corrective action. This complaint is valid as dispositioned on prior complaints and the corrective action to address it has already been implemented. The DHR was reviewed and no nonconformances related to this complaint were found.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.